Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus, the customer attempted troubleshooting by restarting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not detected on bus and unable to recover. A field service engineer removed the back panel and found that the module controller board and drawer controller boards were out, removed and replaced all three boards, reassembled the drawer, connected the bus cable, powered the station up, configured the drawer and resolved the issue. The system functioned as intended after the field service engineer repaired the device.